Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that the pattern message on her onetouch verio 2 was not appearing. The complaint was classified based on customer service representative (csr) documentation, as patient was unable to be contacted by phone. The patient stated that the alleged issue first began at 8 am on (B)(6) 2018. The patient reported that she manages her diabetes using metformin 2000 mg per day, and that in response to the issue, she consumed less food/drink. The patient alleged that after the alleged issue (she was unable to confirm time or date), she developed symptoms of shaking, confusion and cold sweats. Csr noted that the patient did not receive or require any treatment for the alleged symptoms. During troubleshooting, the csr noted that the tagging option was on, the issue was with the high pattern message, the low limit on the meter setting was set at 80 mg/dl, the high limit was set correctly at 130 mg/dl and the time/date were correctly set. Csr walked through a walk through, and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.